Event description:
A device was returned to a service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. During the evaluation and functional testing of the device test errors related to positive flow and proximal ressure errors was identified. The device only came in for remediation, therefore no repair was performed. In addition, the device was visually inspected and found no evidence of foam degradation. Additional findings not related to the malfunction/issue was the ruber feet were missing, handle was broken, handle o-ring and handle replacement are required.